Event description:
During a left ica/cca procedure, the patient experienced a cva with aphasia and acute confusion. Symptoms resolved during the procedure, however shortly following, during recovery, it was noted that there were fluctuations in neurological status. The patient was found to have irregular gait, mild right-sided weakness, global aphasia, right facial droop, right upper extremity 3/5. Additionally, the patient had episodes of low blood pressure and a tonic clonic seizure. Patient was discharged to an inpatient rehab center. Reportedly, the patient has recovered with treatment as of 06/06.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.